Event description:
A customer reported to baxter corporate product surveillance an interlink system buretrol solution set which was reported to be cracked. According to the report, while priming the set, it was observed that there was a piece of plastic floating in the ball valve chamber. The process step is during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a sample was returned for evaluation. A visual inspection was performed and revealed white particulate matter in the drip chamber. The root cause is not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.